Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a consumer. It was reported that the rep met with the patient on wednesday (B)(6) 2019 at the healthcare provider¿s office and programmed their new communicator to their existing smart programmer. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation/ fecal incontinence and gastrointestinal/pelvic floor. Patient mentioned she was in car accident 25-mar, and after which patient's ins "started acting up giving her shocks, and if she turned it down, her symptoms came back". Patient mentioned after accident the ins also "started poking out"when she was sitting or lying flat, when before accident ins was flat. Patient mentioned hcp replaced/revision of ins yesterday due to reported events. Patient mentioned her external equipment was in accident with patient, and since accident the controller had difficulty connecting to ins reading "device not found". Patient mentioned hcp was able to connect clinician equipment to ins. The patient called back few days later after receiving the replacement communicator from repair. Patient is seeing message stating "different internal device detected, reposition over the correct device" with options to either retry and end session. If patient hits retry she encounters the same message. Patient services will need to consult further with technical services and call patient back. Patient services consulted with stim tech and determined the patient will not be able to navigate past this message using the patient app. Patient will have to follow up with managing hcp in order to resolve by accessing the clinician app. Patient was redirecting to managing hcp. There were no further complications reported at this time.